Event description:
The lap band resulted in severe barrett's esophagus. I had constant vomiting and pain. My tissue in my abdomen had grown into my port causing discomfort any time physical activity occurred. I have a picture of the product. FDA safety report ID# (B)(4).